Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports during dressing assessment, fluid was noted under the dressing and the dressing was found to be loose. The catheter was found to be fractured under the dressing, but in the area outside the insertion site. The doctor was notified and the catheter was removed.